Manufacturer narrative:
The device was not returned. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the physician was withdrawing the scope and the cap was found in the patients mouth. The reported problem was found during an endoscopic retrograde cholangiopancreatography procedure. There was no harm or user injury reported due to the event and the procedure was completed successfully. Related complaint (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
According to the customer, the single use distal cover fell off in the stomach. When the evis exera iii duodenovideoscope was removed the cap was not on. The duodenovideoscope was re-entered into the patient and the distal cover retrieved from the stomach with the use of a retrieval net. Once removed the cap was split. The item will not be returned to olympus for evaluation.

Event description:
The customer confirmed the patient was under general anesthesia and the device was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additional correction to the initial h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the actual device was not returned, the root cause could not be identified. At this time, the possible causes for the phenomenon are estimated to be the following: the distal cover was not attached properly and/ or chemical solutions such as anti-fog agent adhered to the distal cover, which led to breakage of the cover. The event can be prevented by following the instructions for use which state: "important information ¿ please read before use: precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: - do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. / damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover. - 5 hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. - 6 twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. - if finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover¿ on page 52. With a new single use distal cover, repeat step 1 through 8." Olympus will continue to monitor field performance for this device.